Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the pressure would go from 110 to 160 on its own. There was no patient harm or surgical delay. The case was completed with the pump. (Item & lot # -- 284002 ser - (B)(4)).

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. Investigation summary: the device was sent to the service center for evaluation. Per service manual operational and diagnostic analysis does not confirm the reported issue (pressure would go from 110 to 160 on its own). The testing of the unit was completed per the service manual. The unit passed all functional tests and is fully operational. No further investigation beyond what is noted below will be conducted on this complaint. A possible root cause for the reported failure could not be determined. A check of the manufacturing finished goods records for the reported serial number revealed no anomalies relating to the reported incident. There were (B)(4) serialized devices released for distribution on december 04, 2014 expiration date not applicable. There were no anomalies or discrepancies in the manufacture of this lot of serialized devices. Furthermore, a review of the depuy synthes mitek complaints system revealed one similar complaint for this serialized device. And at this time no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).